Event description:
Customer reported that on (B)(6) 2013 she received the following readings from her adc blood glucose meter which she perceived to be erratic: 120 mg/dl at 4:53pm, 377 mg/dl at 5:02pm and 277 mg/dl at 5:07pm. The readings of 120 mg/dl and 377 mg/dl were received within 10 minutes and when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. Customer further reported experiencing dizziness and a headache. No third-party medical intervention was required. Customer denied self-treating. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1274157) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.